Manufacturer narrative:
No button response due to corroded keypad traces. Unable to test for missing boluses and battery out limit alarms due to no button response. The insulin pump was tested with a test keypad and no frozen display noted.

Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The time on the device was not advancing, and the buttons were unresponsive. Reviewed the bolus history and found missed bolus. The customer's blood glucose reading was 231 mg/dl. Advised the customer revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.